Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).

Event description:
A technician reported that the cassette leaked during a procedure. The staff exchanged the cassette and proceeded with surgery following a delay of less than five minutes. There was no harm to the pt.